Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. The patient was implanted with a new aus device consisting of a 4.0cm cuff, a 61-70 cm h2o balloon and a pump. The cuff was downsized. Additional information received states the cuff was downsized after atrophy. Additional information received states the aus device was explanted due to "cuff leakage" and recurring incontinence.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. The patient was implanted with a new aus device consisting of a 4.0cm cuff, a 61-70 cm h2o balloon and a pump. The cuff was downsized.